Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support if the malfunction code appeared again.